Event description:
Please refer to the initial-report.

Manufacturer narrative:
The electronic device logbook was available for evaluation. The motor was replaced, the device tested and released. Due to the device or motor age (artm-0253, produced 11/2003), the defective motor was not returned or analysed. The logbook evaluation revealed a faulty engine as the cause of the observed valve stator failures. In view of the device's age of almost 16 years and the associated operating hours as well as the findings of earlier analyses, wear of the collector disc can be assumed to be the cause. The motor was therefore not inspected. In conclusion, dräger estimates that the device behaved as specified for this fault. Speed fluctuations in a piston fan can lead to deviations between the actual and expected motor position; this could result in significant damage to the fan system. The monitoring software therefore forces the automatic ventilation to be switched off if the triggering criteria are met; this is indicated to the user by an appropriate alarm. Manual ventilation with the integrated breathing bag and the monitoring functions remain available. In this specific case, no patient consequences were reported. The number of comparable cases, related to the root cause, lies within the originally assumed range of the underlying risk assessment and is thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device suddenly alarmed for ventilator failure while being used on a patient for approx. 2 hours and stopped automatic ventilation. Operator switched to manual ventilation and changed the patient system. The afterwards running self test was passed. After 10 minutes on the patient, again fan failure occured. The patient support was bridged with a transport ventilator. There was no detail in the report which would reasonably suggest that patient consequences might have occurred.